Event description:
Boston scientific received information that one day post implant a chest x-ray revealed that the left ventricular (lv) lead had dislodged into the right ventricle. The x-ray also revealed that the device was one inch inferior in the pocket and in the opposite direction from implant and the right ventricular (rv) and lv leads were crossed at the pocket. The right ventricular (rv) lead also had an acute increase in the pacing impedance measurement from 500 ohms to 1000 ohms and was thought to have micro-dislodged. The right atrial (ra) lead had lost slack, but had remained in the same position as implanted. Thus, the physician believed that the dislodgements and were due to twiddler's syndrome. The lv and rv lead were successfully repositioned and the ra lead was given additional slack. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.